Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one two-way silicone catheter was received. Visual evaluation of the sample noted no obvious defects with further testing required. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The active length of the catheter balloon was measured (0.6845") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "3)carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4)pull the catheter slightly to seat the balloon at the level of the bladder neck."

Event description:
It was reported that the catheter fell out of the patient with a balloon deflated on the day of use. Allegedly, the user performed a pretest and confirmed the balloon inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a balloon deflated on the day of use. Allegedly, the user performed a pretest and confirmed the balloon inflated.